Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, medications were not crossing. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drive e is out of free space. A technical support specialist found dsserverreports. Ldf at 1.4 tb, causing the e drive to be full and the c drive at 94%. After stopping services and rebooting the server, the c drive dropped to 78%. Consulted pse, shrank the log, and ensured bd sql jobs were enabled. Orders crossed normally. The system functioned as intended after the technical support specialist troubleshot the device.